Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller, batteries, controller ac adapter were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data logs did not reveal any premature power switching events within the analyzed period. Log file analysis revealed a controller power up was logged on (B)(6) 2020 at 04:44:42. The data point recorded prior to the loss of power revealed that an adapter was connected to power port one (1) and a battery was connected to power port two (2) with 96% relative state of charge (rsoc). The data point recorded after the loss of power revealed that the second battery was connected to power port one (1) and the first battery was connected to power port two (2). The controller was without power for 9 seconds. No anomalies were observed leading up to the loss of power. As a result, the reported loss of power event was confirmed; however, the reported premature power switching event could not be confirmed. There is no evidence of power sources lubrication procedure. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: method code(s): 4112, 4114 h6 result code(s): 213 h6 conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: method code(s): 4112, 4114 h6 result code(s): 213 h6 conclusion code(s): 67 d1: heartware ventricular assist system ¿ controller ac adapter d4: serial #: unk h3: yes h6: method code(s): 4112, 4114 h6 result code(s): 213 h6 conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transp lantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de/ expiration date: 31-oct-2019 / serial #: (B)(4) UDI #: asku. Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: 15-oct-2018. Labeled for single use: no. Patient code(s): c76143. Device code(s): c63030. Result code(s): 3233. Conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de/ expiration date: 31-oct-2019 / serial #: (B)(4). UDI #: asku. Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: 15-oct-2018. Label for single use: no. Patient code(s): c76143. Device code(s): c63030. Result code(s): 3233. Conclusion code(s): 11. Heartware ventricular assist system ¿ controller ac adapter. Model #: 1430in / catalog #: 1430in/ expiration date: unk / serial #: unk. UDI #:asku if unknown. Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. Patient code(s): c76143. Device code(s): c63025. Result code(s): 3233. Conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller had an unexpected loss of power and was power switching. It was also reported that the batteries and controller ac (cac) adapter were power switching. The controller, batteries, and cac adapter will be exchanged. No patient complications have been reported as a result of this event.